Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The difficulty removing could not be tested as they were based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a mid left anterior descending (lad) artery. A balance middleweight (bmw) universal ii guide wire was advanced through a previously placed unknown stent in the lad; however the physician wanted to reshape the tip so the device was pulled back when it caught on the stent and the tip separated. The separated tip was removed with a snare device. Another bmw universal ii guide wire was successfully used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.